Manufacturer narrative:
(B)(4): the device was returned for evaluation. Visually confirmed tip broken. Approx 3mm of tip has been broken off, consistent with interface during use. Fracture surface analysis revealed a fairly brittle fracture surface and circular material flow, consistent with torsional overload. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the pt underwent posterior spinal surgery. During the surgery, the tip of the driver broke. No pt complications were reported.